Manufacturer narrative:
One narrow hex driver was returned for inspection. The device shows signs of wear consistent with use. The hex tip is confirmed to be fractured at the very top. No device lot number was provided so a device history record review and a complaint history review could not be performed. Complaint alleges the hex driver was fractured during use. The complaint was confirmed during inspection. A root cause could not be determined for this complaint. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿. Device manufacture date unavailable; no lot number provided.

Manufacturer narrative:
Patient identifier not provided ((B)(6)), age and date of birth not provided, gender not provided, weight not provided, lot number not provided, first name and email address not provided, device manufacture date not available.

Event description:
The doctor indicated that while performing a procedure the hex driver (rash3n) fracture. However, the doctor was able to complete the procedure with another instrument.